Manufacturer narrative:
Concomitant medical products: dtba2d1 crt-d, implanted: (B)(6) 2017; 6931 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited suspected premature battery depletion. It was noted the right atrial (ra) lead and left ventricular (lv) lead had high pacing thresholds. The patient continues to be monitored at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.